Event description:
Pt with iron overload from chronic transfusion therapy was admitted for IV chelation therapy. Medication ordered was deferoxamine, 7,092 mg in nacl 0.9% 240 ml, 295.5 mg/hr rate 10 ml/hr. Rn primed the IV tubing and closed the clamp. The tubing was connected to the pt's IV access. The nurse had her back turned to the pt and heard pt having difficulty breathing, called for help. Second nurse came in and noticed the medication was free-flowing into the pt. Medication was disconnected from pt. Exact amount infused not known but estimated to be 100 ml over several minutes. A code was called, pt received steroid and IV fluids, transferred to ICU, bp supported with dopamine. Pt in ICU overnight then when stable transferred out to med-surg floor the following day.